Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient concomitantly underwent a total hysterectomy an enterocele repair, a uterosacral vaginal vault suspension, a cystoscopy with urethral dilation, a posterior repair and an obturator suburethral sling procedure on (B)(6) 2005. The patient experienced vaginal pain on the left side, urinary incontinence, mesh erosion into the vaginal wall and dyspareunia.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2005. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.